Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support a hematoma was noted at the patient¿s groin, a computer tomography (CT) was planned to rule out retroperitoneal bleed. No further information was available regarding the result of the CT. Heparin was withheld from the purge solution. It was reported the patient was in cardiogenic shock with a mitral valve-in valve and bio-prosthetic aortic valve which calcified resulting in only one leaflet open. An external bypass was performed due to the patient iliac artery being occlusive post impella placement. Survival outcome at explant noted the patient expired. Medical safety review of the event for the patient's outcome noted use of the impella device cannot conclusively be associated with the death. The patient's peri-procedural condition was critical.